Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor was kinked, buckled and showed over rotation. The inner and outer insulation was breached cut. There was blood (not obstructed) on the distal and proximal conductors. It was visually noted that there was implant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)>

Event description:
It was reported that during initial implant, the right ventricular (rv) lead was unable to obtain adequate thresholds, and was not making good contact with the tissue. The rv lead was not used and a different rv lead was implanted. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.